Manufacturer narrative:
Final analysis found that the contact spring was missing on the ventricular channel. The missing spring contributed to the reported complaint of loss of output and high lead impedance measurements.

Event description:
It was reported that during the implant procedure the pulse generator exhibited loss of ventricular output and high lead impedance measurements. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.